Event description:
The customer reported the device showed a service required message. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the device shut down showing a red x and service required message during opcheck. There was no patient involvement.